Event description:
It was reported that during a stabilization procedure using the minimagnum implant drill along with the minimagnum implant drill guide, the drill bit protruded through the suture slot on the drill guide and got jammed. Due to this malfunction, the surgeon had to drill a new bone hole with a back up device to complete the procedure. There were no significant delays or pt complications reported as a result of this event.